Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation.

Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody identification result when testing with a galileo neo instrument on (B)(6) 2014.